Manufacturer narrative:
The klenzyme bag is contained within the box during storage and use; the klenzyme is placed in a compartment of the reliance eps and connected to automatically dispense the product. A steris service technician arrived onsite to inspect the reliance eps and spoke with facility personnel regarding the reported event. Facility personnel stated that contrary to the reported event. No fire was observed but rather the box was "smoldering". No inhalation/irritation effects were reported. User facility personnel had disposed of the box prior to the technician's arrival onsite. While onsite, the technician inspected the reliance eps subject of the event. No issue with the function or operation of the unit were identified; no repairs were required, the technician installed a new box of klenzyme, and the unit was returned to service. Based on the technician's inspection, it was determined that the reliance eps and klenzyme were not the cause of the reported event. A review of complaints indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that the cardboard box containing their klenzyme enzymatic presoak and cleaner within a reliance eps caught on "fire". No report of injury.